Manufacturer narrative:
One tapered screw vent (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified some signs of use but no apparent malfunction identified. Measurement matched print cal1334 exp. 02-sep-22. Pre-existing patient conditions noted on the per were type ii (moderate) bone density. The reported device was being placed on tooth # 30 (universal) when the incident occurred and removed same day. The reported event could not be recreated due to the nature of the dental device and event. X-ray or picture image was not provided by customer. Review of appropriate documentation: according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number 1247914. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1247914) for similar events using keyword medical other, unable to place into osteotomy and 1 other complaint was identified: (B)(4). Post market trending review: september post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable with the information available.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the implant at tooth site # 30 did not achieve primary stability during placement due to nerve injury and was removed. Pain was also reported. Patient will not return for additional appointments as the procedure was completed using another implant.